Event description:
This catheter was being utilized for a diagnostic cardiology procedure when it kinked in two places. This occurred during the attempt to insert the catheter into the groin, over a guidewire and through a sheath. One of the kinks occurred at the hub and the other occurred approx 1/3 of the way toward the leading end of the catheter from the hub. There was no reported injury to the pt.